Event description:
A report was received that the patient underwent a revision due to the inability to charge the ipg. The physician replaced the ipg and the leads. The leads were replaced because the bsn sales representative was unable to read the impedances on two of the contacts. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2108-50m, serial # (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient underwent a revision due to the inability to charge the ipg. The physician replaced the ipg and the leads. The leads were replaced because the bsn sales representative was unable to read the impedances on two of the contacts. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg (s/n (B)(4)) passed visual, photographic imaging, electrical and performance tests done. The ipg exhibits normal device characteristics. The complaint for lead (s/n (B)(4)) was confirmed. Visual inspection revealed the lead body had three pronounced kinks approximately 6 inches from the distal end, where the lead appears to have been sutured. Three cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for reported high contacts. The lead (s/n (B)(4)) exhibited normal device characteristics.